Event description:
It was reported that "approximately two weeks ago, the patient is believed to have had a coronary artery bypass graft (CABG). The patient left theatres but was brought back into theatres in the evening for a second procedure as the clips had come off. So had to be reclipped." At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "approximately two weeks ago, the patient is believed to have had a coronary artery bypass graft (CABG). The patient left theatres but was brought back into theatres in the evening for a second procedure as the clips had come off. So had to be reclipped." At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.